Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was moved to a new location on (B)(6) 2015. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing.

Event description:
It was reported the patient experienced discomfort/pain at the ipg site when pressure was applied to the ipg site regardless of stimulation being on or off. As a result, the patient will undergo surgical intervention. It was also reported the patient had a fever and experienced warmth at the ipg site (not related to stimulation or charging sessions). The patient then was given antibiotics due to possible infection. Follow-up revealed it was resolved over time.